Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model#: icv1208, s/n#: (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model#: icv1208) perceval heart valve at the time of manufacture and release. Based on the documents review performed, no manufacturing nor quality deficits were identified. However, the root cause analysis previously submitted remains unchanged.

Manufacturer narrative:
As the device was not explanted, no device investigation can be performed and the root cause of the event cannot be determined. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU. If additional information will become available, a follow up report will be submitted.

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2019, a patient received a pvs21 in aortic position. A concomitant CABG was performed. A good valve functionality was detected at the end of the procedure (mean gradient 4.5mmhg with no central/perivalvular leaks). The manufacturer was informed that the patient received a permanent pacemaker on (B)(6) 2019 due to an atrioventricular block grade iii. The patient was discharged to home on (B)(6) 2019.